Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Customer's blood glucose value was 277 mg/dl and customer bolused and his blood glucose value dropped to 26 mg/dl. Customer ate food until his blood glucose level came up. Customer declined to troubleshoot for high and low blood glucose value. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will not be returned for analysis.